Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a medical equipment company representative interrogated the device prior to implant, it was noticed to have a gray battery longevity status bar, possibly due to cold weather. The device was not used and there was no patient involvement.